Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device exhibited oversensing of noise and pacing inhibition with asystole. This device currently remains in service. No adverse patient effects were reported.